Manufacturer narrative:
(B)(4). Device analysis of ins (B)(4) revealed ins other parity por bit not reset. This ins was received in an unopened shrink-wrapped box and had experienced a parity por. According to the trace report taken from the ins, the por diagnostic had been cleared, however, the parameter trend diagnostic indicated a parity por count of 4. This indicates that a recharger had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the por diagnostic log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared from the por diagnostic with an 8840 programmer session, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the diagnostic in the ins. The ins passed functional testing and recharged normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that when the main unit was charged prior to implantation, the device entered the power on reset (por) status. The display changed to usual charging screen after a certain time. The same situation repeated after each of several attempts of the same operation. No x-ray was taken. No telemetry data was available as no telemetry was performed. There were no external factors that may have caused the event. No treatment or measures were taken to resolve the event as this occurred prior to implantation. No symptoms were reported.